Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that the remb recip saw ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event.

Event description:
It was reported that the remb recip saw ran without user activation. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The reported event of run on was not duplicated in the handpiece; however, run on was confirmed in the associated cable. Upon disassembly, several components were worn including the motor assembly which had some delamination on the tps coated flex assembly.